Event description:
The service report shows that the unit failed to maintain pressure (failed the leak test). The nellcor puritan bennett service technician inspected the device and replaced the valve cup o-rings. The unit passed extended testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.